Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the power pcba had fretting on the power connector. Stryker replaced the device's power pcba to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There were no adverse effects to the patient as a result of the reported event. The patient involved in the reported event did not survive.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was completed and it was determined that the event did not cause or contribute to the patient outcome. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There were no adverse effects to the patient as a result of the reported event. The patient involved in the reported event did not survive.